Event description:
During the e.r.c.p. Procedure, the cutting wire broke during the sphincterotomy. A flat plate of the abdomen showed free air in the abdomen, indicating a perforation had occurred. The pt had immediate surgery to correct the perforation.